Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This report is filed (B)(4), 2013.

Event description:
Per the clinic, the patient experienced a loss of osseointegration and extrusion of the fixture. Reimplantation is planned but has not occurred at the time of this report (B)(6), 2011.

Manufacturer narrative:
The device is not available for analysis. This report is filed (B)(4) 2012.